Event description:
A report was received that following a surgery the patient began to loss feeling in the legs. The physician was worried about possible hematoma. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Model number/catalog number: sc-1160, (B)(4), model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-2218-70, (B)(4), model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-8336-70, (B)(4), model/catalog description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that following a surgery the patient began to loss feeling in the legs. The physician was worried about possible hematoma. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the location of patients hematoma was at the thoracic region. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a surgery the patient began to loss feeling in the legs. The physician was worried about possible hematoma. The patient underwent an explant procedure.